Event description:
It was reported that half of the touchscreen became frozen and appears black. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.